Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed to deliver shock. There was reportedly no patient involvement. Remote support from the customer care solution center was received, however, it is unknown how this issue was resolved. Multiple attempts were made to request information regarding resolution of the reported problem. No information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported the to philips that the device's internal paddles did not shock. Patient involvement is unknown, however, no adverse patient impact was reported by the customer.